Manufacturer narrative:
International medical device regulators forum (imdrf) adverse event reporting (B)(4). Type of investigation: 10 testing of actual/suspected device, investigation findings: 3221 no findings available , investigation conclusions: 11 conclusion not yet available. _ the loaner endoscope will beevaluated by pentax medical. Once evaluation is completed the endoscope will be repaired and put back into loaner inventory. Ec-3490li, serial number (B)(4) has been routinely serviced at a pentax facility since the device was put into service. On (B)(6) 2022, a device history record(DHR) review for model ec-3490li, serial number (B)(4) was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured in the miyagi facility on 16-jan-2010 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed for 18-jan-2010. The investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of a complaint that occurred in the united states. The customer reported a damaged loaner/poor image involving pentax medical video colonoscope, model ec-3490li , serial number (B)(4). The failure occurred in the operating room during use. No death or serious injury was reported.

Manufacturer narrative:
Evaluation summary: the cause is that the cable breaks due to repeated use. The device has been repaired.